Event description:
The customer reported an axsym troponin-I adv result of 0.17 ng/ml on a patient that was redrawn two hours later generating an axsym troponin-I adv result of 0.0 ng/ml (different axsym analyzer). An ER physician questioned the results. The second sample was retested generating the following results: 0.0 ng/ml (same axsym analyzer) and 0.18 ng/ml (different axsym analyzer that was used to test the first sample). No impact to patient management was reported.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.